Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to perform pericardiocentesis. After accessing the pericardial sac with a needle the whisper ms guide wire was placed inside the pericardial sac. The needle was then removed and a micropuncture dilator was placed to make the insertion site wider. Resistance was felt during removal of the guide wire due to scar tissue. The guide wire separated leaving approximately 10 cm of the guide wire in the pericardial sac where it remains. After consultation with a surgeon the decision was made not to attempt to retrieve the separated segment of guide wire. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned. The reported separation was confirmed although the reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties to be related to the user error. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the high torque guide wires instruction for use states: all hi-torque guidewires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty and percutaneous transluminal angioplasty. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.